Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 upon sensor removal, sensor wire was missing. Patient did not report any injury or any medical intervention at the time of contact with dexcom technical support.